Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was not producing an image in cw mode. There was no injury associated with this event.

Manufacturer narrative:
Evaluation of the transducer confirmed the imaging issue as described by the customer. Investigation of the device noted oil separation in the window, cracked beading around the window, material missing from the sheath, cracked distal end rubber, and damage to the control handle. The extensive physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.